Manufacturer narrative:
(B)(4).

Event description:
The neurostimulator and left lead were explanted due to an infection one month after implantion. Cultures were obtained from the device pocket, however, the organism is unknown at this time. The patient was treated with both oral and IV antibiotics. The infection resolved.

Event description:
Additional information received reported that the patient was hospitalized on (B)(6) 2007 because of an inflammation of the tissue around the left electrode. A month previously the patient showed a hematoma surrounding the electrode, which was preventively treated with antibiotics. After remission of the hematoma focal sings an inflammation showed up around the left electrode. The whole system was explanted without complications. The patient was discharged on (B)(6) 2007 and continued on antibiotics for 14 days afterward.